Event description:
It was reported that, "possible infection. Irrigation and débridement done and new parts implanted."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. The surgeon decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The delta v-40 ceramic head 36/0; cat # 6570-0-136; lot 30092501 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.